Manufacturer narrative:
The reported complaint was confirmed. Per data log review: the log only went back to 14sep2021, but there were indications of intermittent alert probe status changes. The level alert status was changing between coupled and uncoupled. This would cause the reported issue of 'level sensor not attached' messages. The log confirms that 'level sensor not attached' alerts were occurring. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) performed initial testing to find the level sensor was not operating correctly. He replaced the level sensor. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) could not duplicate the reported issue. He performed verification/release testing and the testing was passed with no observation of the 'level sensor not attached' alarm.

Event description:
It was reported the the level sensor had a 'level sensor not attached' alarm. No other details regarding the event were provided.